Event description:
Customer device reading = 159 mg/dl @ 10 pm and no medication was taken based on it. Customer passed out. Customer's relative called paramedics. Paramedics device reading = 18 mg/dl. Customer was taken to the hosp for observation & IV treatment. No controls used. A request for return product was made and replacement product was sent.